Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the product was pumping too fast.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. Alleged failure: eib jack, biomed. Pumping too fast. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be the motor, pressure sensor, main board, or overdue calibration. The reported failure mode will be monitored for future reoccurrence. Gtin: (b)(4.

Event description:
It was reported that the product was pumping too fast.